Event description:
It was reported that the patient presented for a scheduled procedure to upgrade from a dual-chamber pacemaker to a crt-p system. During the procedure, the left ventricular (lv) lead could not be advanced beyond the tip of the delivery catheter. Multiple attempts were made by replacing the lead and catheter, but all were unsuccessful. Ultimately, the physician decided to change the approach to conduction system pacing, which was completed successfully. The patient remained stable and asymptomatic throughout the procedure.

Manufacturer narrative:
The reported event of ¿lead would not proceed much further past the end of the catheter¿ was not confirmed. As received, a complete lead was returned in one piece. The lead was able to be fully inserted inside the catheter and removed with no restrictions noted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.